Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery but before that it did not receive low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked keypad overlay and cracked battery tube threads. Device passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph generated by adapt power management tool shows unexpected battery power loss at different periods of time. Problem isolated to electronic assemblies.